Manufacturer narrative:
(B)(4). Concomitant devices - vanguard cruciate retaining interlok femoral component ¿ right 65 catalog #: 183008 lot #: 454500, biomet arcom patella 34mm catalog #: 11-150842 lot #: 067390, biomet cc I-beam tibial tray 71mm catalog #: 141223 lot #: j2309086. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it is not being returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated: 0001825034-2018 -09179, 0001825034-2018-09185. Investigation incomplete.

Event description:
It was reported that the patient was revised due to tearing of the tendon approximately 2 years following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.